Manufacturer narrative:
Customer refused service as they have not shipped or agreed to ship the device to the bench.

Event description:
Customer reported the unit would restart countdown from 17 at every start up normal and diagnostic mode. Unit would give and error code 4 in diagnostic. No patient or user involvement nor patient harm reported.